Manufacturer narrative:
Device evaluated by MFR.: the returned device consisted of a rotapro catheter, with a guidewire inside of the device. The handshake connection, sheath, coil, burr and annulus were microscopically and visually examined. Visual and microscopic examination revealed no damages. The device was functionally tested and it would stall. The device was disassembled and the ultem was melted. A melted ultem is due to the interruption of saline or by insufficient flow of saline used during the preparation or during the procedure of the device. There was also blood present inside the sheath. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage that may have contributed to the reported event.

Event description:
It was reported that rotation speed was unstable. A 1.25mm rotapro and a rotapro console were selected for use in a percutaneous coronary intervention in the left anterior descending artery. The 90% stenosed target lesion was severely calcified and located in mildly tortuous anatomy. During the procedure, the device exceeded its set rotation speed. The set speed was 180,000 rotations per minute (rpm), but the device suddenly reached a speed of 190,000 rpm. Ablation continued; however, the device frequently stalled so the burr was exchanged. Ablation was performed a total of four times with the first catheter. An abnormal sound was also noted during this procedure. The procedure was completed with another 1.25mm rotapro and the original rotapro console. No patient complications were reported.

Event description:
It was reported that rotation speed was unstable. A 1.25mm rotapro and a rotapro console were selected for use in a percutaneous coronary intervention in the left anterior descending artery. The 90% stenosed target lesion was severely calcified and located in mildly tortuous anatomy. During the procedure, the device exceeded its set rotation speed. The set speed was 180,000 rotations per minute (rpm), but the device suddenly reached a speed of 190,000 rpm. Ablation continued; however, the device frequently stalled so the burr was exchanged. Ablation was performed a total of four times with the first catheter. An abnormal sound was also noted during this procedure. The procedure was completed with another 1.25mm rotapro and the original rotapro console. No patient complications were reported.